Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The blood glucose of the customer was 22 mg/dl and current blood glucose value was 82mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose level event. The customer was treated for low blood glucose level. Customer alleging possible insulin pump over delivery. Customer stated that insulin dripping or squirting from end of set before connecting at their site. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.